Event description:
The hospital reported that during and endoscopic vein harvesting procedure, the hemopro began overheating and smoking in the patient's leg even though the activation toggle switch was confirmed to be in the "off" position. Staff replaced the hemopro tissue welder, cable and power supply. When they went to turn the second tissue welder on, nothing happened, no energy was being delivered. The surgeon completed the procedure by converting to open leg. This report is for the second hemopro tissue welder that was not delivering energy.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.